Manufacturer narrative:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered complete atrioventricular av heart block requiring pacing and permanent pacemaker implantation. On 7/25/2019, the investigational analysis completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto. The catheter was properly visualized and no errors were observed. The force sensor was tested and it was found working properly. The force values were observed within specifications. Then, electrical tests were performed on the catheter and it was found within specifications. No electrical malfunctions were observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Additional information was then received on 8/6/2019, indicating the patient¿s diagnosis prior to the procedure was symptomatic premature ventricular contraction (pvc). A permanent biventricular implantable cardioverter defibrillator (ICD) pacemaker was implanted. The physician¿s opinion regarding the cause of the adverse event is that it was procedure related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
Symptomatic premature ventricular contraction (pvc).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered complete atrioventricular av heart block requiring pacing and permanent pacemaker implantation. During the ablation phase in the bundle of his, the patient went into complete heart block. Temporary pacing was then performed, and a permanent pacemaker was implanted. There¿s no information regarding extended hospitalization, patient¿s outcome, or the physician causality opinion. No biosense webster inc. (Bwi) product malfunctions were reported. The equipment worked within specification and had no errors. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.